Event description:
Vent alarmed "fio2" high multiple times. O2 was calibrated multiple times. Changed out flow sensor and unhooked o2 from wall outlet and rehooked it up. Vent continued to alarm "fio2" high" vent was changed out. Pt tolerated well. Service performed, replaced o2 cell to correct.